Event description:
It was reported that the bladder of a small volume folfusor ruptured during preparation. The device contained an unspecified chemotherapy drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, h4, h6 (update codes), h11. B5: the device contained fluorouracil and glucose 5%. H4: the lot was manufactured may 20-22, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed the device inside its product package, however, image of a bladder rupture was not shown in the photo. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.